Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that the patient was revised to address adverse local tissue reaction. Update rec¿d 04/10/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According the medical records the patient was also revised to address elevated metal ion levels and grinding in their hip. Upon revision corrosion debris was found around the base of the trunnion. At this time, the stem is being added to the complaint and reported. Also, the unknown liner is being updated to an unknown asr cup and the unknown head is being updated to an unknown asr head. The complaint was updated on: 05/06/2015.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/12/15 medical records received. After review of the medical records for MDR reportability, a correct doi was provided. The taper sleeve is being added for the the elevated metal ions. Part/lot still hasn't been provided. The complaint was updated on:12/1/2015

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.